Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on 1/11/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved since the time of the initial call. The customer did not currently have any diabetic symptoms. Customer had gone to see her doctor for a routine vitals check on 01/10/2018; when the doctor took her vitals everything was normal. Customer's blood sugar read 203 mg/dl non-fasting and the doctor just told her to continue to take her medication as normal; no new medications was prescribed. Customer did not receive any treatment while at the doctor's office. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi and 442 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 280mg/dl. At the time of the call, the customer reported symptoms of feeling nervous and shaky. No medical attention was needed at the time of the call. Customer went to the hospital on (B)(6) 2017 because her meter read 590mg/dl fasting and she felt her body was numb, a headache, legs were hurting, trembling, shaky and cold. Upon arriving to the hospital they checked her blood sugar and it read 500 mg/dl fasting and customer was given heating pads for her pain. Customer was in the hospital for five days and she was on an all liquid diet and ensure. Customer was diagnosed with constipation and hyperglycemia. Customer was given 30 units of lantus every night. Her blood sugar during her stay was around 280 mg/dl fasting and if it went higher than 300 mg/dl she was given two units of regular insulin (only happened once). Customer was also given anxiety medication because she felt nervous in the hospital. When customer was discharged on (B)(6) 2017 she left with her blood sugar reading 228mg/dl fasting. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 485mg/dl and hi using truemetrix meter. Customer was also concerned with these results. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is 01/01/2018. The meter memory was reviewed for previous test result history (only able to obtain two results as meter would turn on and then a few seconds later shut off; time not set): result 1 :hi mg/dll date: (B)(6) 2018 time:12:03pm fasting. Result 2 :442 mg/dl date: (B)(6) 2018 time:02:19pm fasting. Customer is primarily concerned with the all the readings on the meter, even the back to back testing. Customers time is not set correctly on the meter.